Event description:
A pt was implanted with the 4.5mm lcp proximal femur plate approx 3 months ago in (B)(6). The plate broke post-operative and pt was returned to the operating room on (B)(6) 2011 for removal and revision to a bipolar hip.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.